Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer treated with food. Customer's blood glucose level was 3.6 mmol/l. Customer stated that when he changes the battery, the pump does not always load up. Customer stated that he will have a blank screen only and then will try another battery. Customer stated that he may not have waited long enough. Customer will attempt to clean the compartment and the cap. Customer checked pump and there was a small scratch on the display only. No additional information provided.